Event description:
It was reported that there were occlusion issues. No patient injury was reported.

Manufacturer narrative:
MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). There were no discrepancies discovered during the device history review. Manufacturing calibration readings were all in specification. Visual inspection observed that the device was cracked on right plunger case, otherwise there was no appearance of any physical damage. During occlusion testing, the reported problem was verified. Premature occlusion message was found at occlusion test. Force sensor reading was out of specification. The root cause of the issue could not be determined. Replaced plunger cable and force sensor as a preventive measure. Performed occlusion testing and all functional testing which passed.